Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 220 mg/dl. The user alleged the insulin pump was under delivering insulin due to insulin pump not properly delivering insulin and possible the basal rate being incorrect. Customer was unable to perform the high pressure test due to not having a tubing clamp. Customer will call back to perform the high pressure test when they receive the tubing clamp. The insulin pump will not be returned for analysis.